Event description:
It was reported that a dissection occurred requiring additional intervention. An enroute enflate transcarotid rx balloon dilatation catheter was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The patient presented as asymptomatic. The clamp was on and flow reversal was established. When attempting to cross the lesion with the 0.014 guidewire, the enflate balloon unintentionally led the wire, resulting in a dissection of the left common carotid artery (cca). The true lumen was accessed and an additional enroute stent was used to cover the dissection. The tcar procedure was successfully completed. After closure of the carotid artery, ultrasound was used to interrogate the access site for remaining dissection. This was negative for dissection. The patient was expected to fully recover.